Event description:
It was reported during preventive maintenance that the screen of cardiosave intra aortic balloon pump was not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d5, d9, d10, e1 (initial reporter, event site email), e2, e3, e4, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code, health effect impact codes), h11. Corrected fields: h6 (medical device problem code). A getinge fse evaluated the unit for reported failure. Fse replaced display interface and reloaded software version but issue persisted. Fse replaced display and issue was resolved. The fse performed all tests and calibrations according to protocol. Unit was returned for clinical use.

Event description:
It was reported that cardiosave hybrid, type b plug intra-aortic balloon pump (iabp)¿s screen was not working. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.